Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the explant procedure prior to an unrelated surgical procedure the patient experienced acute heart failure and developed tricuspid regurgitation. Mechanical issues were caused by the pacing electrode during the extraction. The right ventricular (rv) lead was left in place. No further patient complications have been reported as a result of this event.